Manufacturer narrative:
Analysis of the implantable neurostimulator found that the battery was normal end of life and telemetry and output were okay.

Event description:
It was reported the patient¿s implanting physician told her the battery should last for 5 year but her device lasted for 10 months and was used for 6,203 hours. The batter depletion was reported to be premature. The patient was using the device 24/7 at just over 6 volts, pulse width of 330, with a guarded cathode on 1, 2, and 3 on an octad lead. Impedance testing and reprogramming was performed. Explant and replacement of the patient¿s device was expected. Additional information received a week later reported the impedances were checked and were between 300 and 700. The patient was scheduled for replacement that afternoon.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.